Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, during use of the tunneling tool accessory the rv lead was damaged. Several ipl implants attempts were made to implant the rv lead with use of the tunneling tool and accessory tong and clips. During the procedure physician advised to proceed with caution to avoid damage to the rv lead. A clamp was attached to the rv lead connection pin and the lead was inserted to unknown device. Measurements were performed several times and revealed high impedance and t-wave oversensing (twos). The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.